Event description:
As reported, a 5f mynx control vascular closure device (vcd) could not enter a non-cordis sheath because the atraumatic tip was kinked. Therefore, the product was not available and manual compression was performed for twenty (20) minutes and the patient recovered. There was no reported patient injury. The device was being used in a transfemoral carotid artery stenting (tfca). The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have greater than fifty per cent (50%) stenosis at the puncture site. The target femoral site was not previously closed with any closure device less than thirty (30) days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control use. The device was returned for evaluation revealing that the sealant is exposed on the distal side due to presence of an outward kinked condition on the sleeve assembly.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) could not enter a non-cordis sheath because the atraumatic tip was kinked. Therefore, the product was not available and manual compression was performed for twenty (20) minutes and the patient recovered. There was no reported patient injury. The device was being used in a transfemoral carotid artery (tfca) stenting. The device was prepared and used in accordance with the instructions for use (IFU). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and had used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have greater than fifty percent (50%) stenosis at the puncture site. The target femoral site was not previously closed with any closure device less than thirty (30) days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx control use. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that both button 1 and button 2 were not depressed. The procedural sheath and syringe were not returned for analysis. The stopcock was set in the closed position. The sealant remained in its manufactured position, swollen by blood and exposed from the sealant sleeves, which presented a severe outward kinked condition. The atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the catheter¿s working length was measured, and result was verified within specification. However, the slit length on the outer sleeve was not verified due to the severe outward kinked condition of the sealant sleeve assembly. Per microscopic analysis, the sealant area was inspected with a vision system to obtain a magnified image, and it was observed that the sealant sleeve assembly presented an outward kinked condition which exposed the sealant. The sealant remained in its manufactured position, swollen/saturated in blood. No other outstanding details were noticed. The reported event of ¿atraumatic tip-kinked/bent¿ was not confirmed since there were no damages noted to that component; however, there was a severe outward kinked condition of the sealant sleeves noted, which may have been the reported event. Also, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the failures experienced by the customer and observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the events reported. However, procedural/handling factors (such as using excessive force during insertion into the sheath and/or using an incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.